Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and the main board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and was unable to properly identify the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.